Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the reported retroverted acetabular cup that was causing impingement at the neck and cup is the likely cause of the reported pain and subsequent revision. The patient impact is the reported revision and postop convalescence period. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, surgical technique, patient anatomy or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H10 - additional information. D10- concomitant medical products h11 - corrected data. B2 - outcomes attributed to adverse event. B5 - describe event or problem.

Event description:
It was reported that, after a thr was performed on an unknown date, patient experienced anterior hip pain. In the previous surgery, surgeon did release several structure to help with pain. The surgeon had retroverted the acetabular cup, which was causing impingement at the neck and cup. During the revision surgery performed on (B)(6) 2023, femoral head and cup were removed and replaced with a competitor's dual mobility system (zimerbiomet g7). Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested medical documentation was not provided. Patient had a total hip replacement on an unknown date. It is reported that the patient complained of pain and the surgeon ¿did release several structures to help with pain¿. After this, the patient continued to complain of anterior hip pain. Patient had a revision to zimmer components (B)(6) 2023. The revising surgeon noted, ¿previous surgeon ¿did release several structures to help, and retroverted the acetabular cup and was causing impingement at the neck and cup.¿ the clinical root cause of the reported anterior hip pain which was treated with a revision of the head and cup to a third party product cannot be assessed. The patient impact is the reported revision and postop convalescence period. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, surgical technique, patient anatomy or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr was performed, patient experienced anterior hip pain. In the revision surgery, performed on (B)(6) 2023, femoral head and cup were removed using zimerbiomet g7 dual mobility. Health status of the patient is unknown.